Event description:
Boston scientific received information that this programmer would not start up. The local boston scientific field representative reported that they could smell something burning at the back of the unit. The unit was returned for analysis. There were no reports of any adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the unit was thoroughly inspected and analyzed. A unit boot fail with a burnt smell was noted. The defective component of the unit was identified and replaced. The unit then passed all further testing and remains in service.